Event description:
Pt complained of "air going up his arm" during a phlebotomy withdrawal of 450cc of blood. Pt also complained of shortness of breath & became dusky in color. Vital signs were stable throughout. Received o2 via nasal cannula, & placed on left side trendelenburg position. Pt stayed for observation for 6 hrs before being discharged to his home.

Manufacturer narrative:
Testing showed that the vacuum in the returned sealed glass container measured 26" hg which is within production specification for vacuum. A work order review revealed no discrepancies that may have contributed to this problem. All qa testing performed during mfg was acceptable. Qa review of the fianl visual and physical evaluation results indicated that the product met specification requirements.